Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag ndc 0409-7983-02, lot: 67-018-jt, exp: 1 jul 2017; 0.9% sodium chloride; 250 ml hospira bag ndc 0409-7983-02, lot: 68-032-jt, exp: 1 aug 2018; 0.9% sodium chloride; therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the bonded texium separated from the IV tubing during a cytarabine infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bonded texium separating from the IV tubing was confirmed. Visual inspection showed that the male luer adaptor was separated from its mating tubing. The majority of the area had insufficient solvent; however there were some solvent remnants that indicated the tubing had been previously inserted. The tubing¿s outer diameter was measured and was within specification. Functional testing was not performed due to the damage. The root cause of the separation was insufficient solvent having been applied at the tubing engagement.